Event description:
It was reported to philips that the system shutdown when using the footswitch. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system have shut down when the footswitch was used. Upon troubleshooting fse found that the exam light cable was improperly connected. To resolve the issue fse reseating the connections. After reseating connections, that the system was returned to use in good working order. The codes were updated based on the investigation outcome.